Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sigmoidectomy. While resecting the intestinal cavity at the anus side, for the first firing, the surgeon felt that he could not fully close the jaws when trying to insert them through the trocar. Once through the trocar in the cavity the jaws would not open smoothly and fully. He chose not to try to fire the device. The case was completed using a new reload. No patient injury.